Manufacturer narrative:
Two spiration valves (one svs-v9-00 and one svs-v7-00) were placed in the patient. A total of two reports associated with the same patient were filed separately, one report for each device. Pneumothorax is the most common device related serious adverse event that is associated with the spiration valve system. In the emprove study, the incidence of serious pneumothorax was 14.2%, with over 75% of the serious pneumothorax events occurring within the first 3 days post-procedure. Early-onset pneumothorax in the treatment group likely resulted from lung conformation changes due to acute reduction in lung volume by valve therapy, triggering rapid expansion of the ipsilateral non-targeted lobe leading to pneumothorax. (Criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration® valve system (emprove): a multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). However, it should be noted that pneumothorax events are also recognized as an indicator of successful target lobe occlusion and when managed according to published expert guidelines (valipour a, slebos dj, de oliveira hg, et al. Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema -- potential mechanisms, treatment algorithm and case examples. Respiration 2004 2014;87(6): 513-521. Doi:10.1159/000360642), subjects with pneumothorax events experienced clinical benefits similar to that in subjects without pneumothorax events (criner gj, delage a, voelker k, et al. Improving lung function in severe heterogenous emphysema with the spiration valve system (emprove). A multicenter, open-label, randomized control trial. Am j respir crit care med. 2019;200(11):1354-1362. Doi:10.1164/rccm.201902-0383oc). The reported event aligns with the experience in the emprove clinical trial and is an expected adverse event associated with the spiration valve system.

Event description:
Patient was treated for emphysema. Two spiration valves (one svs-v9-00 and one svs-v7-00) were placed on (B)(6) 2022. Five days post procedure (B)(6) 2022, the patient experienced pneumothorax and coded at home. Patient returned to hospital and coded again. A chest tube was inserted to resolve the pneumothorax. Patient recovered from the pneumothorax and was released from hospital with the valves in place.